Event description:
The iab was inserted into the pt on 1/28/97. On 1/31/97, after iabp for about 3 days, the iab leaked. Blood was noted in the catheter. (Event complications: none from the event - reported 2/5/97.) (Pt's current status: unk - rpt'd 2/5/97.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edge penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.